Event description:
It was reported that an integrated apd set with cassette leaked; described as ¿there was liquid coming from behind the door of the homechoice¿ device. This occurred during initial drain step of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the hp with ending the therapy and disconnecting the supplies. Rts discussed the use of continuous ambulatory peritoneal dialysis. The hp will start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified all components were correctly placed and according to specifications. Pressure and pull testing were performed with no issues noted. Functional testing was also performed on an in-lab cycler with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.